Event description:
It was reported that the ulcer on the side of the abdomen, would cause related to arctic gel pads. During use after a few hours using the therapy, they realized the patient had a few blisters on the side of the abdomen. It has developed over the next 2 weeks to be a grade iii ulcer. It was believed to be infected as the patient's abdomen was still open and fluids coming out of the abdomen wound and into this smaller one. They told me they used only one pad in the thoracic area, covering most of the back and one side where the blisters appeared. They also used both leg pads with no adverse reactions there. Per follow up information received via task on 03apr2025, it was suspected that the ulcer was caused by the gel pads. Silver hydrofibre (aquacel ag) medication was provided. Per sample evaluation results received via task on 14jul2025, it was reported that the hydrogel was peeled back from the corner of the right chest pad.

Manufacturer narrative:
The initial reporter phone number provided is (B)(6). Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ulcer on the side of the abdomen, would cause related to arctic gel pads. During use after a few hours using the therapy, they realized the patient had a few blisters on the side of the abdomen. It has developed over the next 2 weeks to be a grade iii ulcer. It was believed to be infected as the patient's abdomen was still open and fluids coming out of the abdomen wound and into this smaller one. They told me they used only one pad in the thoracic area, covering most of the back and one side where the blisters appeared. They also used both leg pads with no adverse reactions there. Per follow up information received via task on 03apr2025, it was suspected that the ulcer was caused by the gel pads. Silver hydrofibre (aquacel ag) medication was provided. Per sample evaluation results received via task on 14jul2025, it was reported that the hydrogel was peeled back from the corner of the right chest pad.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.